Event description:
It was reported the light source had an error when connecting to 290 series scopes. The issue occurred after a diagnostic entersoscope procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that no image is displayed due to a faulty scope socket. The event can be detected and/or prevented by following the instructions for use which state: olympus will continue to monitor field performance for this device.